Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3, h6: visual inspection: the handle for torque limiting attachment (p/n 03.110.005 lot 2825178) was returned and received at us cq. A visual inspection was performed. The set screw was missing from the instrument. Due to the missing screw, the device was returned separated into 2 pieces (plastic handle and internal metal coupling.) However, the device was not observed to be broken, but disassembled due to the missing component. No other issues were identified with the returned components of the device. Investigation conclusion: the complaint is not confirmed for the handle for torque limiting attachment (p/n 03.110.005 lot 2825178) as the device was not observed to be broken, but disassembled due to the missing component. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the set screw was misplaced during sterilization/reprocessing, as the handle can be disassembled. Based on the investigation findings, it was determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities part: 03.110.005: lot: 2825178. Manufacturing site: bettlach. Release to warehouse date: 22. Dec. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of loaner set on may 8, 2019, the handle for torque limiting attachment was returned broken. There was no known hospital or patient involvement. This report is for a handle for torque limiting attachment. This is report 1 of 1 for (B)(4).